Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). In addition, stored episodes showed t-wave oversensing (twos) post ventricular pacing, and ongoing drops in rvring to rvcoil impedance were noted. The lead sensitivity was adjusted and the lead was reprogrammed from rvtip-rvring to rvtip-rvcoil. Th lead remains in use. No patient complications have been reported as a result of this event.